Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the target lesion was the mid right coronary artery (rca) to mid distal rca which had moderate tortuosity, heavy calcification, and 90% stenosis. The vessel diameter was 2.5 mm. The pixel stent was implanted at 10 atm; however, the stent didn't expand sufficiently. The stent delivery system (sds) was inflated again at 12-13 atm and the balloon ruptured. Post-dilation was performed using another balloon catheter and the procedure was completed. Reportedly, there were no patient effects. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion - potential causes of partial stent deployment include, but are not limited to, balloon pinhole/rupture, leak, inter locking of stent struts, or a non-compliant lesion. The stent was deployed and subsequently post-dilated with another balloon, suggesting that there was no quality issue with the stent implant. It is possible that there was an initial leakage or material weakening in the balloon that may have contributed to the partial expansion of the stent at 10 atm. The stent delivery system (sds) may have interacted with the calcified lesion during advancement of the sds which may have weakened the balloon material. It is also possible that the damage to the balloon may have originated from the manufacturing site.